Event description:
It was reported that the user experienced high glucose after a recent supply change on the ilet, with no occlusion or dosing stopped alerts and no recent food intake; the user was advised to perform a site-only change and declined assistance. Symptoms included hyperglycemia. Outcomes included elevated glucose with reported value of 400 mg/dl. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms to indicate an occlusion or dosing interruption. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.